Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during an initial implant procedure of a pacemaker, the device exhibited suspension of radio frequency telemetry. An error message appeared on the programmer when the suspension was resumed. The device was not implanted and a replacement device was implanted. The patient was in stable condition before, during, and after the procedure.